Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl. The customer¿s current blood glucose value was 68 mg/dl. Customer treated low blood glucose with food. Customer stated they gave too much insulin for breakfast. It was unknown if the customer was using auto mode or not at the time of incident. No further complications were reported. The device will not be returned for analysis.